Manufacturer narrative:
An osseotite® implant 3.75 x 11.5mm (item#: oss311) was returned for investigation. Visual inspection of the as returned product identified clearly evident fractures that have broken off portions of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per that could contribute to the event. The reported device was located on tooth # 13 and was used for approximately 18 years. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number: (108832). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot#: 108832) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or device (oss311). Therefore, based on the available information, device malfunction (fracture) did occur and the reported event was confirmed. A definitive root cause could not be identified. The following sections have been updated: date of this report. Unique identifier (UDI) number: (B)(4). Expiration date. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluated by manufacturer. Entered evaluation codes.¿.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight: unknown.

Event description:
It was reported that the implant (oss311) fractured. All implant fractured pieces were removed. New implant placement will be rescheduled. Tooth location 13.